Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced breakthrough seizures starting over the weekend. The physician increased the patient's medications. The patient was referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.